Manufacturer narrative:
Analysis of pli# 10 product ID# 37714 found no significant anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of chronic low back pain and spinal pain. It was reported that the patient experienced a burning pain where their implant is located. The patient stated that the pain went away, and they no longer felt it. The patient was redirected to their healthcare provider (hcp) in case the burning pain returned. No further complications are anticipated. Additional information was received from the manufacturer's representative. It was reported that there was burning at ins site with stimulation use. Patient used stimulation all the time so it was not known if patient was burning with stim off. It was reported the burning came and went multiple times during the day and the burning would last between 3-45 minutes. The manufacturer's representative (rep) checked the system today and impedances were normal. Patient had not had any therapy changes with the onset of the burning issue. No falls/trauma related. It was reported that recharging does not affect the burning sensation; it did not make it better or worse. Patient had not had any weight changes or changes at pocket site. Rep reported that the ins pocket felt a little warmer than the surrounding skin area. Palpation of the pocket was negative. Patient reported having some burning sensation at the pocket in the clinic today but it came and went quickly. Patient will turn off the stim for a day to see if turning it off affects the burning sensation.

Manufacturer narrative:
Analysis of the implantable neurostimulator has not yet begun. A follow up report will be submitted once analysis has been completed. If information is provided in the future, a supplemental report will be issued.